Event description:
The device went into backup mode after the pt received a shock. Upon interrogation of the device, device memory appears to be corrupt. Therapy has been disabled and the device remains implanted.